Event description:
It was reported that 100 mg of morphine was programmed at the rate of 2mg/hr however the medication was delivered in two (2) hours. There was no information on patient outcome. Although requested, additional information was not provided. Additional information was received from customer through follow up. It was reported this was a routine order of morphine programmed manually using guardrails. There was no patient harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of morphine was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event date was reported as 22 january 2025; time was not reported. The pump module event log showed the device in use on (B)(6) 2025 attached to the returned pcu s/n (B)(6) as channel a. The dataset was identified as â¿¿ssh 10.22.24, and the profile in use was identified as cardiac/imcu. On (B)(6) 2025 at 1:47 pm the user selected guardrails drugs and programmed the drug ID 253 morphine, with a rate of 2 ml/hr, dose of 2 mg/hr, concentration of 1 mg/ml and volume to be infused (vtbi) of 100 ml. The infusion started with a primary volume infused (pvi) of 0 ml and an expected duration of 50 hours. At 3:03 pm the pump module alarmed for air in line. At 3:07 pm the pump module was channeled off with a total volume infused recorded of 2.491 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris system with guardrails suite mx user manual (v9.19), it states within warnings and cautions do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Please replace bezel assembly as it was disassembled during the investigation. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of over infusion morphine event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that imdrf annex a040502, a1801, c0601, d15, d01 g04037, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information correction: describe event or problem additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history, imdrf annex e, f codes and manufacturer narrative the event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that 100 mg of morphine was programmed at the rate of 2mg/hr however the medication was delivered in two (2) hours. There was no information on patient outcome. Although requested, additional information was not provided. Additional information was received from customer through follow up. It was reported this was a routine order of morphine programmed manually using guardrails. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 100 mg of morphine was programmed at the rate of 2mg/hr however the medication was delivered in two (2) hours. There was no information on patient outcome. Although requested, additional information was not provided.